Event description:
It was reported that during placement of an r-port premier, the device cracked and a fragment of the device migrated to the right ventricle. The fragment was removed by a procedure done in the interventional radiology dept. No further complications have been reported with the event. This device has not been received for evaluation. Therefore, a failure analysis is not available and company is unable to determine the relationship between the device and the cause for this event. The direction for use outline appropriate placement, access and maintenance procedures.